Event description:
A driver stent was deployed at unknown location. Patient developed instent restenosis(isr) at site that driver was deployed which was treated with poba. Investigator indicated that there was no relationship with the drug or product.

Manufacturer narrative:
Results: inherent risk of procedure (restenosis). (B)(4).